Event description:
Physician reported he removed devices from a pt a few years back. He could not recall her name or date of birth. He remembers she had complaints of pain so he removed the devices. During the removal he found acute and chronic inflammation. He is not sure the devices attributed to the pt's pain, however, once the devices were removed the pt's symptoms resolved. Upon review of the details of this investigation, although the physician could not attribute the pt's symptoms to the essure device, we have conservatively decided to file this cage.

Manufacturer narrative:
On 10/06/2011 - email was sent to dr. (B)(6) to retrieve pt information with no response. On 10/10/2011 - email was sent to dr. (B)(6) to retrieve pt information with no response. On 10/20/2011 - contact was made to dr. (B)(6) with no success to retrieve pt information. On 11/01/2011 - dr. (B)(6) contacted conceptus product surveillance and said he would pull the pt's chart and get back to us. He never followed through. On 03/14/2012 - contact was made to dr. (B)(6) and he said he could not release pt information.

Manufacturer narrative:
(B)(4).